Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced red cell hang up. This event occurred 90 times. The following information was provided by the initial reporter. The customer stated: the lab has reported once again that they've tested 100 units of the batch that has already presented formation of fibrin / clots in the upper part of the 5ml tube, after the centrifugation. Those fibrins / clots present red cells that stay suspended in the upper part, and can cause erroneous results in tests. From those 100 units, (B)(4) have presented the incident previously reported.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed, however fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up or fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up and fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up based on photos only. This complaint was unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced red cell hang up. This event occurred 90 times. The following information was provided by the initial reporter. The customer stated: the lab has reported once again that they've tested 100 units of the batch that has already presented formation of fibrin / clots in the upper part of the 5ml tube, after the centrifugation. Those fibrins / clots present red cells that stay suspended in the upper part, and can cause erroneous results in tests. From those 100 units, 90% have presented the incident previously reported.